Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50 x 8mm synergy ii drug-eluting stent, the shaft broke proximal to the stent. The device never entered the patient's body. The lesion was ballooned and the procedure completed with a different device.. No patient complications were reported and the patient's status was fine.